Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75 mm x 32 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 32mm synergy drug-eluting stent was advanced for treatment. However, after multiple attempts, the device was unable to cross the lesion and found the distal end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination identified damage to the distal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75mmx32mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 32mm synergy drug-eluting stent was advanced for treatment. However, after multiple attempts, the device was unable to cross the lesion and found the distal end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.